Event description:
It was reported that the customer received a button error alarm on the insulin pump and the numbers were scrolling on their own. No significant events leading up to the alarm were recalled. The customer's blood glucose was 171 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with broken reservoir tube lip, minor scratches on display window and missing end cap sticker.